Event description:
It was reported, that during a da vinci-assisted gastrostomy procedure. The medium-large clip applier instrument initially worked. However, inspection during the last attempted use for a clip application observed, a misaligned tip. No other observation on the instrument was noted. Use of the instrument was discontinued. Troubleshooting was performed, by replacing the instrument to the backup, and this resolved the issue. Following this, the user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. The user noted, no issue with the instrument was experienced, during previous usages from past procedures. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument did not exhibit non-intuitive tip movement before clip application. The site observed, a misaligned tip. However, was unable to confirm, if the clip applier instrument had loose cable on the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigations found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was subjected to functional testing and failed the grip-clip test. Additionally, the clip did not release from the grip tips. Further inspection of the clip applier instrument identified a bent grip. The damage was found near the base of the clip groove, causing a 0.028 offset at the instrument tips. Due to this condition; the clip could not properly release from the grips.